Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The programmer longevity estimate was found to be incorrect. The cause could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a regular scheduled follow-up, the device was found to be at eri due to premature battery depletion. Slow charge time was also noted. The device was explanted and replaced. The patient was stable post-procedure.